Event description:
It was reported that the reservoir leaked. Customer stated that she smells insulin in the reservoir compartment. The current blood glucose reading is over 200 mg/dl. Customer stated that she thinks the leak is located at the snap cap. Insulin leaked into the reservoir compartment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.